Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system hangs after power outage during start-up. The fse found that the system did not start completely and hung up when starting the x-ray system¿s subsystem. The fse reinstalled the system software to resolve the issue. After the reinstallation of system software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system was not starting completely after power failure and getting stuck in startup. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. The field service engineer inspected the system onsite and after reinstalling the system software, the device was returned to use in good working order.